Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the alleged infection was not related to the design, manufacture, and/or sterilization of the revised implants. Primary surgery was not determined, information on the explanted device of the eleos proximal femur was not identified. If new information is introduced, a new report will be opened.

Event description:
It was reported by an onkos sales representative, that a 58-year-old male patient with eleos proximal femur replacement underwent revision surgery on (B)(6) 2025 due to an alleged infection. Reported that the surgeon swapped modular components. This report captures the eleos male-female midsection. This event will be reported as a serious injury due to the revision procedure.